Event description:
It was reported that after implant, the patient had a hemorrhage and had drainage tubes for three days. The patient was able to move well. The patient later developed an intracranial infection. Perioperative antibiotics were not administered. The patient was accepting treatment. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3389-40, lot# 0207874798, product type: lead. Product ID: 3389-40, lot# 0 207874799, product type: lead. Product ID: 37085-60, serial# (B)(4), product type: extension. Product ID: 37085-60, serial# (B)(4), product type: extension. (B)(4).